Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, migration, paresthesia mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 415cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced a right implant that didn't settle which became uncomfortable and painful with swelling. Occasional nerve pain and "zingers" occurred in the right breast. Ultrasound imaging identified peri-implant fluid without any abnormalities. During a physical exam, she was diagnosed with right breast baker grade iii capsular contracture with implant malposition. As a result, the patient underwent right-sided exchange with a mentor gel implant on (B)(6), 2025.